Event description:
A malfunction code was reported, identified as malf 0, but it did not impact the customer's blood glucose level, which remained below the threshold of 500 mg/dl. After receiving assistance in resetting the pump from technical support, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue occurred again.